Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse verified aspiration probe operation, checked acid and base dispense, checked and replaced the rinse blocks. The cause for the positive result when compared to the repeat negative test results may be attributed to specimen collection and handling due to the hypercoagulation clinical condition of the patient. No conclusion can be drawn.

Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and was discordant when compared to a negative repeat troponin test result. The patient was admitted to the hospital. There was no known report of adverse health consequences due to the discordant troponin ultra result.